Event description:
It was reported the programmer will not load viva / evera software either by usb (universal serial bus) or vpn (virtual private network). It is noted that the programmer did load 2.6 software via usb. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).